Manufacturer narrative:
H6: investigation summary. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked onto the pump and floor from a crack. The following information was provided by the initial reporter, translated from french to english: "occurrence of incident: liquid leakage from the syringe onto the syringe pump and onto the floor. Apparent crack on the syringe".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked onto the pump and floor from a crack. The following information was provided by the initial reporter, translated from (B)(6) to english: "occurrence of incident: liquid leakage from the syringe onto the syringe pump and onto the floor. Apparent crack on the syringe".